Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited hardware damage with the housing splitting at the midline, consistent with screen bezel or enclosure separation, while blood glucose was not impacted and no alarms were reported. Symptoms included no clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of device history and use information through customer interview and shipment of a replacement device with instructions to return the original for evaluation. Investigation of this case revealed a suspected mechanical integrity issue of the pump enclosure, consistent with a device component housing failure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device housing consistent with product quality issue under investigation.